Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected field: e1 last name. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foggy vision and water leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely due to cuts and wrinkles found in the cable unit. The water leakage was coming from it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the camera head presented a vision issue with the scope. A golden ring appeared on the outer periphery of the image during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.